Event description:
Technician alleged that the right intermediate siderail was not latching.

Manufacturer narrative:
Technician found that the bias spring that allows the latch handle to latch and unlatch was stuck and the spring area was dirty. Technician cleaned out the latch spring area, and also cleaned and lubed the bias spring to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.